Event description:
It was reported that a clinician requested a review of device data for this implantable cardioverter defibrillator (ICD). Technical services observed undersensing on the non-boston scientific right atrial (ra) lead, even at the most sensitive setting. Rythmiq episodes were stored showing the brady mode had changed to ddd from aai. Technical services discussed programming optimization due to the undersensing on the ra lead. No adverse patient effects were reported. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.